Event description:
A male received 2 units of op-1 putty combined with 15 cc's of calstrux in 2006 for a lumbar spine fusion. In 2007, he was re-operated on after failing to fuse and the surgeon discovered calstrux granules everywhere in the area around the implant site. Outcome is unknown. The surgeon suspects the events are related to the products. Additional information has been requested.